Event description:
It is reported that the set screw would not screw in. The surgery was completed without the set screw. After surgery, x-rays showed that the stem had come off of the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.